Event description:
It was reported that the lv (left ventricular) lead exhibited very high impedance, thought to be from a lead fracture. The lead was entirely explanted. A medwatch was subsequently received with no additional information than was previously reported. No patient complications were reported as a result of this event. Model 8042 was returned, analyzed, and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead returned for analysis. Analysis found lifted bond wires.